Event description:
It was further reported that the patient's family made the decision to withdraw care. The patient expired. Abiomed does not have enough information to exclude the device from the outcome.

Manufacturer narrative:
The investigation into the pump stop has been completed. Data logs confirmed low purge and air in purge alarms on 10/14. The pump was unplugged, and upon plugging into a new console the impella defective alarm was triggered and the pump was unable to start. Following a product evaluation of the pump, purge fluid was found in the red handle. The location of the leak was found to be a hole in the purge lumen within the catheter close to the motor housing. This leak allowed purge fluid to enter the red handle through the catheter, causing a corruption of the electronics within, resulting in the impella defective alarm. The cause of the pump stop was a purge leak in the purge line located close to the motor housing, resulting in corrupted electronics. This is considered a product malfunction. Instructions for use for the related event: purge leak-pump impella 5.5 impella 5.5with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ pump stop impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ b5 additional information b7 additional information f6 and f8 should have been blank in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. B2 added death and date of death h6 added health effect code.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 76-year-old male (race unknown) post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. During support, the automated impella controller (aic) was displaying continual "air in purge" alarms causing the team to transfer to a new aic. Once the pump was plugged into the new aic, an "impella defective" alarm was displayed and the p level was locked at p0. The team switched back to the original aic and the "impella defective" alarm persisted. The patient coded and return of spontaneous circulation was achieved approximately 15 minutes later. The impella 5.5 was explanted and patient sent to ICU.